Event description:
It was reported that customer experienced empty cartridge alarm and noticed that insulin gauge displayed amount different than expected, with pump showing zero units instead of expected 240 units. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed that load process and air removal steps were completed but had used cold insulin, received education about using room temperature insulin, and was instructed on filling and loading new cartridge before declining further troubleshooting and making no further allegations.